Event description:
The customer reported to philips healthcare that the ready for use indicator (rfu) was not indicating ready for use; it was indicating red x. There was no report of patient involvement and there was no adverse patient impact.

Event description:
The customer reported to philips healthcare that the ready for use indicator (rfu) was not indicating ready for use; it was indicating red x. There was no report of patient involvement and there was no adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.